Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient was implanted with the cardiomems device as well as a total artificial heart on (B)(6) 2023. On (B)(6) 2023 a pulmonary embolism was identified. The embolism caused the cardiomems waveform to appear dampened. The embolism was extracted and the waveform is now physiological. The patient is currently stable. Per the cardiomems hf system IFU, pulmonary embolism is a known inherent risk.